Event description:
This is filed to report embolization, material separation, prolonged hospitalization, medical and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The first clip was successfully deployed. Then a second clip delivery system (cds) was inserted into the left atrium and steered down to the valve, when attempting the initial clip opening, the clip would not open. Troubleshooting was performed, but failed. The clip was to be retracted back into the guide; however, the clip got caught on guide tip. The clip was released from the pin and held only by the gripper/ lock line. The clip was perpendicular to the guide, which was then pulled back into the right atrium. The clip was now parallel to septum on the left atrial side, still held by the lines. A decision was made to retrieve the system as a whole into the femoral vein. A en-snare was placed in the alternate venous access in the right femoral vein, around the clip into the left atrium, to prevent embolization. The en-snare was placed around the clip and pulled back; however, when the clip was at the groin level to be removed from the femoral vein, the lines broke, and the clip was dislodged in the tissue. The patient remained hospitalized longer due to the snare and clip was surgically removed. The procedure was aborted and a second mitraclip procedure is anticipated to be scheduled at a later date. During a debrief after the procedure, it was noted that the arm positioner had no resistance at any point during the initial opening of the clip which indicated that the pin possibly broke during clip insertion or steering down to the valve. One clip was implanted, reducing mr to 3. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and, the returned device analysis could not replicate the inability to open the clip and difficult to remove in the state in which the device was returned (clip returned in a separate container within the packaging tray). The returned device analysis did confirm the reported break as the lock line was observed to be broken and material separation as the clip was returned detached from the clip delivery system (cds). The reported unstable arm positioner was not confirmed as no issues were noted with the arm positioner during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and a conclusive cause for inability to open and unstable arm positioner could not be determined in this complaint. The reported difficult to remove was likely an outcome of procedural circumstance resulting from not closing the clip arms fully before retracting the clip into the guide/operational context. The reported material separation and break were cascading events of difficult to remove. The observed bent harness was an outcome of troubleshooting steps attempted to retrieve the clip back into the cds. The reported embolism resulting in foreign body in patient was due to the reported material separation. The reported delay, medical intervention, surgical intervention and hospitalization are a result of case specific circumstances as a snare was placed to retrieve the clip and the patient remained hospitalized longer due to the snare and clip was surgically removed. The reported patient effects of embolism and foreign body in patient are listed in the mitraclip g4 system instructions for use as known possible complications associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.